Event description:
During sterotactic brain biopsy drill bit tip broke off in cranium. Surgeon was using a hand held non-motorized twist drill. Tip was surgically removed and patient made a fill recovery.